Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years (59 months). Per discharge summary, the patient developed symptoms consistent with upper respiratory tract infection. Patient was ultimately diagnosed with prosthetic valve endocarditis of aortic valve with a questionable mitral valve endocarditis and infection of her pacemaker leads. Echo demonstrated large vegetation of the aortic valve. Per the operative report, the aortic valve was identified with large vegetation on the ventricular side of the valve. The valve was then excised and annulus decalcified and debrided. The mitral valve was also inspected through the aortic valve annulus and did not note any vegetation on either the anterior and posterior leaflets of the mitral valve. Per the discharge summary postop course, the patient was followed by infectious disease and was placed on cubin. Blood cultures were initially positive for cardiobacterium hominis. Follow-up blood cultures were negative. Anaerobic cultures were negative and no fungal growth was noted at 2 weeks.

Manufacturer narrative:
Vegetations. Device not returned. Sample device evaluation was not requested since there is no allegation of product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Per the discharge summary, the patient was followed by infectious disease and was placed on cubin. Blood cultures were initially positive for cardiobacterium hominis. Follow-up blood cultures were negative. Anaerobic cultures were negative and no fungal growth was noted at 2 weeks. No further actions are possible with the available information.